Manufacturer narrative:
(B)(4). Batch # unk. Mechanical ((B)(4)). The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received partially fired 1/3 and with the reload body damaged and several drivers out of position. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The partially fired is consistent with an incomplete or interrupted cycle. It possible that handling by the customer could damage on the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric mini bypass procedure, the powered echelon stapler blocked after the second firing on gastric tissue. They tried to open with the reverse button but it was not possible so they used the manual reverse lever. After that they had to throw the stapler and they need to open a new one.the surgery was delayed 20 minutes. There were no patient consequences.